Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported the patient is elderly and has difficulty performing pd exchanges. Therefore, based on the reported information, the patient¿s peritonitis is likely to be associated with a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had been hospitalized due to a case of peritonitis. Upon follow up, the patient¿s pd nurse stated the patient contracted peritonitis while out of state on vacation in california. The nurse confirmed the patient was hospitalized. The nurse could not provide any additional information about the patient¿s hospital course, including pd culture results. On (B)(6) 2021, the patient was discharged from the hospital. Per the nurse, the patient is currently in a long term care facility where the patient is receiving pd treatments. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the patient has difficulty performing pd exchanges. The nurse stated the patient¿s nephrologist suspects a breach in aseptic technique is associated with the peritonitis infection. The patient remained on unknown antibiotic therapy at the time follow-up was completed and is reported to be recovering from the event.